Manufacturer narrative:
Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.95ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the inpen plunger not working properly, a loose cap, and the screw mechanism not pushing insulin through, with the dose knob jamming when attempting to deliver a 2-unit dose, and differences between intended and recorded doses. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed, and the customer was included, explaining possible causes, verifying the issue with the dose knob and injection button, confirming that no insulin was delivered despite app records, and advising the customer to discontinue use and revert to their backup plan, with a replacement inpen to be provided. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested, and the customer responded that the device would be returned.